Event description:
It was reported that (1) mcm20 was used during an unknown procedure. It was reported by the affiliate that the clips cut. Opened another device to complete the case. There was no consequence to pt.